Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range shock lead impedance measurements on the date of implant. Boston scientific technical services (ts) recommended rechecking measurements. No adverse patient effects were reported. This device remains in service.